Manufacturer narrative:
The investigation is ongoing. Device not available for return.

Event description:
As reported by edwards implant patient registry, approximately 1 year 9 months post implant of a 26mm sapien 3 valve inside a surgical valve that was implanted in the mitral position via transseptal approach, the valves were explanted. A new surgical valve was implanted. The cause of the explant is unknown at this time.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. In addition, no relevant imagery or medical records were provided for review. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve usage. Per the IFU, device explant is listed as a potential risk associated with the use of the thv, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for valve requiring intervention was unable to be confirmed due to unavailability of returned device, relevant imagery, and medical records. A review of the DHR did not provide any indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. Per the instructions for use (IFU), device explant is listed as one of the potential risks associated with the device and tavr procedure. In this case, the valve is not available for evaluation. There was no indication or allegation that a product deficiency contributed to the event. The reason for explanting the valve approximately 1 year 9 months post-implantation is unknown. Due to limited information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and includes additional information based on medical records review and investigation. The following section of this report have been corrected: b1 (report type). The following section of this report has been updated: b7 (other relevant history including preexisting medical conditions), h6 (device code, type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation. As a result, visual inspection, functional testing, and dimensional analysis were unable to be completed. No relevant imagery was provided, however, medical records were received for review. Per medical records review, the patient's valve presented with increased gradients. The valve was explanted for 'prosthetic valve dysfunction' and a surgical valve was implanted. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the event. A lot history review was performed and revealed no other events relating to the reported event. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, device explant is listed as a potential risk associated with the use of the thv, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The event for increased gradient was confirmed based on medical records provided. A review of the DHR, lot history, and complaint history did not provide any indication that a manufacturing non-conformance contributed to the event. A review of IFU/training materials revealed no deficiencies. It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. As reported, 'approximately 1 year 9 months post implant of a 26mm sapien 3 valve inside a surgical valve that was implanted in the mitral position via transseptal approach, the valves were explanted', and 'additional information received via medical records indicated the patient's valve presented with increased gradients. The valve was explanted for 'prosthetic valve dysfunction' and a surgical valve was implanted.' In this case, the root cause for the valve degeneration post valve implant could not be determined but may be related to the patient's comorbidities and/or progression of the pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.